Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. A photo of the product lidstock was provided. Therefore, the customer report of an unraveled guide wire could not be confirmed through the photo. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "wire fails to pass further, it meets resistance, despite being able to see it in the vessel on us - if you try to pull the wire back out and adjust, it gets caught on the needle edge and frays" there was no reported patient harm or consequence. Associated complaints 9680794-2024-00682, 9680794-2024-00678, 9680794-2024-00679, 9680794-2024-00680, 9680794-2024-00681, 9680794-2024-00677 and 9680794-2024-00676.

Event description:
It was reported that: "wire fails to pass further, it meets resistance, despite being able to see it in the vessel on us if you try to pull the wire back out and adjust, it gets caught on the needle edge and frays" there was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).